Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #6 of 8: reference MFR. Reports: 1627487-2018-01170, 1627487-2018-01183, 1627487-2018-01184, 1627487-2018-01185, 1627487-2018-01261, 1627487-2018-01264, 1627487-2018-01265. It was reported the patient's ipg site was cleaned out due an infection. No cultures were taken. Follow up information identified the entire scs system was explanted (B)(6) 2018. The surgeon tested all sites for infection however results are unknown.

Event description:
Device #6 of 8: reference MFR. Reports: 1627487-2018-01170, 1627487-2018-01183, 1627487-2018-01184, 1627487-2018-01185, 1627487-2018-01261, 1627487-2018-01264, 1627487-2018-01265. Follow up information identified the infection has resolved.